Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that e40 and e41 errors were received. The system failed imaging modalities. The gantry cable assembly was replaced. The imaging system then passed the system checkout and was found to be fully functional. The oil and washer was discarded. The pcba generator control was returned unused. The tank and gantry cable assembly were returned and are currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that while troubleshooting for a different case and resolving that problem, the medtronic representative encountered a new problem. He was getting e40 and e41 errors in the generator. There was no patient present when this issue was identified.

Manufacturer narrative:
The tank kit was returned to the manufacturer for analysis. Analysis found that the hv tank failed bench test. The resistance b between the test point, j1e to j1a, j1d to j1a and j1k to j1a were open. J1f to j1g, j1h to j1g measured below the resistance specifications. Analysis found that the reported event was related to an electrical issue. The gantry cable assembly was returned to the manufacturer for analysis. Analysis found that visual inspection of the cables and connectors passed. There was no visual damage found. Candlesticks and x-ray tube cable assembly passed continuity testing. There was no problem found with the assembly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.